Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the scs system. As such, the patient underwent surgical intervention wherein the model 3186 octrode lead was explanted (date unknown) and replaced with a model 3228 single paddle lead. Reportedly, effective stimulation was restored following the procedure.